Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.

Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported failure to alarm for air in line was not confirmed or replicated during laboratory testing. Review of the event logs observed both suspect pump modules alarming for air in line (ail) during a programmed infusion within the reported event time frame. The source pump modules air detection system was tested using the air in line threshold product analysis procedure. Laboratory testing included repeated trials at the 250 ¿l single air bolus setting and verification that the accumulated air feature successfully alarmed as expected. The pump modules air detection systems were observed operating within specification and alarmed appropriately for air as required. Suspect pump module s/n: (B)(6): on (B)(6) 2026 at 5:02 pm the pump module alarmed for safety clamp open and an infusion started at a rate of 25 ml/hr and volume to be infused (vtbi) of 50 ml. Between 5:06 pm and 5:40 pm the pump module alarmed for occlusion on patient side three (3) times. At 6:58 pm the pump module alarmed for air in line (ail) and the unit was channeled off. Suspect pump module s/n: (B)(6): on (B)(6) 2026 at 3:23 am the pump module alarmed for safety clamp open and an infusion started at a rate of 125 ml/hr and vtbi of 900 ml. At 4:10 am the rate was reprogrammed to 150 ml/hr. Between 5:41 am and 5:46 am the pump module alarmed for ail. An infusion started at a rate of 25 ml/hr and vtbi of 100 ml. The infusion was paused and restarted. At 7:41 am the unit was channeled off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. Bd alaris pcu 8015 pump module 8100 technical service manual v12.1.2: accumulated air-in-line: when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air-in-line bubble larger than the size set as the air-in-line detection threshold. In anesthesia mode only, the threshold value can be set to 500 l. When enable is selected, the air-in-line system detects and responds to an air-in-line bubble size greater than the selected air-in-line threshold. The enable setting also detects and responds to multiple small bubbles of a predetermined number, depending on the bubble size selected as the air-in-line detection threshold. Air-in-line settings: the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. The default setting is 75 l. In anesthesia mode only, the threshold value can be set to 500 l. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported failure to alarm for air in line was not determined during the investigation. The returned pump modules were fully evaluated, and no issues or anomalies were observed during laboratory testing. Review of the event logs observed both suspect pump modules alarming for air in line (ail) during a programmed infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.